Event description:
It was reported that: a 420 lb pt reported to dealer that her bed is bent (sagging) at the mid section and she cannot be removed from bed until a new one arrives. Pt is bed confined. Dealer to go to pt home replace sagging bed and return to mfg.